Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of suspected lead damage and oversensing were confirmed. As received, a partial distal portion of the lead was returned in one piece for analysis. An internal insulation abrasion was revealed distal to the suture sleeve tie impression, which breached all the cable lumens with the ring electrode and the superior vena cava ethylene-tetra-fluoro-ethylene (etfe) cable coating was also abraded. The cause of the reported events is due to the internal insulation with the abraded ring electrode and the superior vena cava etfe cable coating.

Event description:
Additional information received that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, and h1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.